Manufacturer narrative:
H6: investigation findings and conclusion codes.

Event description:
On (B)(6) 2021, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. A trunk-ipsilateral leg endoprosthesis and a contralateral leg endoprosthesis (plc121000j/23898637) was implanted. The contralateral leg endoprosthesis was implanted in the left limb. Then, a touch-up ballooning was performed using a gore® molding & occlusion balloon catheter (mob37/23999012). After the touch-up ballooning, an angiography revealed a distal type I endoleak in the left leg. Touch-up ballooning was performed again, but during the ballooning, a part of the balloon was located outside of the contralateral leg endoprosthesis. Then, vessel rupture was observed at near the bifurcation of the left iliac artery. The balloon ruptured also. The patients¿ blood pressure decreased. An additional contralateral leg endoprosthesis was implanted to extend to the left external iliac artery. The blood pressure became stable. The touch-up ballooning was performed using another gore® molding & occlusion balloon catheter. The angiography revealed that the rupture was resolved. The patient vital signs became stable. The left internal iliac artery was covered, but there was blood flow via collateral arteries. No endoleak was observed. The patient tolerated the procedure. The physician stated that there was severe calcification in the left common iliac artery and strong ballooning was attempted to treat the endoleak, but the balloon location was too low, and a part of the balloon was located outside of the stent graft.